Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, the device was found to be in backup vvi. A download was not performed due to an unexplained power-on-reset. The device was explanted and replaced.

Event description:
New information received notes that the patient was stable post-procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset (por). The device was tested on the bench and the por was reproduced. The cause of the bvvi was por consistent with a hardware anomaly within the hybrid ic circuitry.